Manufacturer narrative:
Corrections to the initial MFR report: h6 type of investigation code 10 added.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella rp flex and generated pulmonary artery pressure readings of 100/100. The impella rp flex was explanted and replaced with a new pump to resolve the issue. The patients outcome is stable.